Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant". Evaluation of returned device found evidence of use error. Information provided also supports evaluation results. This report submitted (B)(4), 2011.

Manufacturer narrative:
Information received suggests the inserter was pulled back and pushed forward multiple times which could increase the likelihood of damaging the inserter tip. (B)(4).

Event description:
It was reported that patient underwent shoulder procedure on (B)(6), 2011. During the procedure, the tip of the inserter fractured during placement of the suture implant. Fractured tip portion remains implanted in the patient.